Event description:
It was reported the patient (united kingdom) lost stimulation. Diagnostics indicated invalid impedance readings on all lead contacts. Surgical intervention was undertaken on (B)(6) 2017 and the physician disconnected the lead and intraoperative testing showed invalid impedance readings across all lead contacts. No product was removed. The patients' healthcare providers are to discuss the issue as the next course of action.